Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms. Technical services (ts) discussed potential causes and discussed considering lead replacement if the impedance reaches greater than 150 ohms. The physician plans to continue monitoring at this time and may consider lead revision at the time of routine device replacement. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.